Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
Device was found to be in hardware reset mode after patient underwent cardiac surgery. As such, the device was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Upon receipt, the device was in backup vvi mode. The backup vvi was caused by a power on reset. This was within time frame of surgical procedure. It was reported that electro- cautry was used during the surgical procedure. The device was tested on the bench. No anomaly was found. The device met all specifications. Unable to reproduce the field event. The cause of the backup vvi was not determined.